Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on the scope connector, a noisy image occurred, due to corrosion on the scope connector an e216 error occurred, due to wear of the angle wire, the play of the up/down knob was out of standard value and bending angle in up direction did not meet standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a white-clouded area, due to a dent in the channel tube, forceps could not be inserted smoothly, the adhesive around the objective lens had a white-clouded area, the connecting tube had buckling and a scratch, the control unit had discoloration, the up/down knob had corrosion, and the air/water cylinder had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope nozzle and plastic distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material in the nozzle and plastic distal end cover was due to the reprocessing was deviated from the instruction manual from the obtained information. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.